Event description:
It was reported to gyrus acmi that during a surgical procedure, the loop started smoking at the connector to the generator. The device was replaced and the procedure was completed without any harm to the pt.

Manufacturer narrative:
At this time, device is not available for eval. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.